Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen condition. The device was not in patient use. The device will be evaluated by a third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's oxygen blending module board needed to be replaced for a high internal oxygen condition. The oxygen blending module board was replaced. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's oxygen blending module manifold was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high internal oxygen condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.